Event description:
It was reported that the insulin pump gave a weak battery alarm followed by a motor error alarm. The customer stated that the insulin pump was worn during a CT scan and an x-ray. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer was unable to rewind the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected weak battery alarm noted. The device gave a motor error alarm during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test. The insulin pump passed the displacement test. The insulin pump had a missing end cap sticker.